Event description:
Info received indicates the bed would not place a nurse call due to the ground cover missing on the communications cable.

Manufacturer narrative:
The technician replaced the communication cable to repair the bed.